Manufacturer narrative:
The loaner device was returned and an evaluation of the customer allegation confirmed the customer allegation. Due to damage on charge coupled device (ccd) unit and corrosion on the video plug, b30(scope communication error) occurred. There were few additional findings. Due to damage on insertion pipe, insulation resistance value does not meet the standard value. Adhesive on bending section cover was chipped. Due to deformation of bending tube, connection between bending section and connecting tube was detached. Video connector had a crack. Due to damage on bending tube, bending angle in upward direction exceeds the standard value. Due to damage on forceps elevator lever, bending section could not be fixed firmly. Due to damage on bending tube, bending angle in upward direction exceeds the standard value. Switch one (1) had discoloration. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported to olympus, the loaner endoeye flex deflectable videoscope exhibited b30 scope communication error. There were no reports of patient harm associated with the event.

Event description:
The defect ¿b30 scope communication error¿ was found during equipment inspection at the repair center and not reported by the customer. There is no complaint from the customer and no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed, b30 (scope communication error) could not be determined, however, it is likely that the image sensor unit is damaged (disconnection, etc.) Or a faulty component in the circuit board due to use stress, external factors, or handling. The event can be detected by following the instructions for use which state: ¿(operation) chapter 3 preparations and inspections". ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. Using normal light observation images and nbi observation images. 3. Confirm that the illumination light is emitted. 4. Adjust the amount of light to obtain a suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved section. 7. Confirm that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities occur¿. Olympus will continue to monitor field performance for this device.